Event description:
A customer reported that when testing dash 4000 crisis alarms with a masiomo tester, crisis alarms were interrupted by spo2. There was no reported pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.